Event description:
The customer reported the system would not fully boot. No pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate problem on site. Error logs indicated 1 error at the control boards. The rep adjusted the power supply that controls those boards, re-seated same, and re-loaded information onto the boards. Utilized all necessary esd tools. System operates as intended.